Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient presented for a lead revision due to noise and high, out of range pacing lead impedance. The noise was not reproducible with isometrics. The lead was extracted and replaced with a competitor lead. The patient was stable after the procedure.